Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and did not wear a mask (coded as peritoneal dialysis complication), and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized. On (B)(6) 2011, the patient was given a loading dose of vancomycin injection 2gm ip, heparin injection 1,000iu three times a day ip and fortum injection 1gm daily ip. The root cause of the peritonitis was the patient made a mistake in not wearing a mask and break in aseptic technique. It was unknown whether the peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing. The reporter believed the peritonitis was not related to dianeal pd2 ultrabag therapy. No further information is available at this time.